Event description:
It was reported that the right ventricular lead had an insulation issue which led to low impedance and high capture thresholds. The patient experienced a syncopal episode. The physician elected to replaced the lead, however, the lead will remain implanted in the atrial port out of service on (B)(6) 2017. The patient was stable post procedure.